Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 3.1 mmol/l. The customer was treated with food. Customer alleged the insulin pump was over delivering insulin due to low blood glucose level. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer performed self test and it was pass. The insulin pump will be returned for analysis.